Event description:
Customer called stating that after receiving a new box of strips the meter is reporting erratic results. She received a result of 212 mg/dl compared to the hosp results of 121 mg/dl. An evaluation of the system was conducted over the phone which determined that the meter was reporting results out of range. Customer asked to return meter for further analysis, and a replacement was provided.